Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The hakim valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a hakim valve (ID ns9008) was implanted via lumbar peritoneal shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2023, the set pressure was 20 cmh2o, but the set pressure was changed after the magnetic resonance imaging (MRI) was taken. The programmer could not change the set pressure. It is in a state where it does not move from the maximum of 90 cmh2o. Therefore, ligation is being considered.